Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device recorded a 1104 "post backup alarm failed¿ error. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no report of harm to the patient or user. The customer called technical support to report that the replacement central processing unit (cpu) printed circuit board assembly (pcba), power management (pm) pcba, and motor controller (mc) pcba were needed for repair. The investigation is ongoing.

Manufacturer narrative:
H10: per the good faith effort (gfe) response received, a review of the diagnostic report (drpt) confirmed that a 1104 "backup alarm failed" alarm error did in fact occur at power on self-test (post). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per the follow-up gfe response received, the name of the healthcare facility is actually national university hospital singapore. The device has software version 2.30 and will need the central processing unit (cpu) printed circuit board assembly (pcba) to be replaced to remedy the issue. Further case information regarding the repair is still pending.